Event description:
Ae:2025310, 10a: (B)(4). Call center: ae: 328421, information from ae regulatory system:at 10 a.m. On (B)(6) 2025, when the nurse was preparing disposable items for use, the nurse checked the packaging integrity of each disposable consumable in turn and found that the blister pack of the disposable sterile insulin syringe was opened and did not meet the regulations. The nurse promptly disposed of the waste and then continued to prepare items. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: the blister pack of single syringe has been opened. Material code is 328421. No photos, no sample, no customer response is needed. Sample availability: no sample availability details: no sample available.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.